Event description:
It was reported that during an implant attempt, the helix on the right ventricular (rv) lead was stuck. It was also noted that it was a difficult insertion through a kinked introducer. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was visually noted that both the right ventricular (rv) and the superior vena cava (svc) exposed defibrillation coils were distorted. The helix returned bent. The lead was received with the helix partly retracted and the distal conductor distorted within the connector.